Manufacturer narrative:
The returned plate was examined visually under magnification. Very little evidence of wear is present, with surface scratches and discoloration of the anodization a result of explanation and sterilization. Locking threads were intact and did not show damage beyond that which occurs when correctly inserting locking screws. Slots showed normal evidence of screw contact. Additional MDR's associated with this event: 3025141-2017-00101: screw 1, 3025141-2017-00102: screw 2, 3025141-2017-00103: screw 3, 3025141-2017-00104: screw 4, 3025141-2017-00105: screw 5, 3025141-2017-00106: screw 6, 3025141-2017-00107: screw 7 and 3025141-2017-00108: screw 8.

Event description:
A clavicle plate was implanted on (B)(6) 2017. The patient fell while skateboarding. One of the screws broke; the plate and the screws were explanted on (B)(6) 2017.